Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2016. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2016. The patient reported obtaining alleged inaccurate high blood glucose reading of "325 and 240 mg/dl" with the subject meter. The patient stated that she does not take any medication to manage her diabetes. The patient reported that immediately prior to the start of the alleged issue she developed symptoms of "dizziness, headache and nervousness". In response to the symptoms, the patient claimed she proceeded to the hospital at 5:00pm on (B)(6) 2016 and confirmed she was treated with IV glucose. The patient informed the mss that she was hospitalized for 2 days. The patient claimed her blood glucose was tested on the hospital device on arrival at hospital and results of "57 then 55 mg/dl" were obtained. The patient claimed her blood glucose was also tested on the hospital device the following day in the morning, afternoon, evening and at midnight but the results are unknown. During the follow-up call, the patient was unable to confirm when she had last tested with the subject meter prior to the onset of symptoms or what action she took regarding her usual diabetes management in response to that result. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.